Event description:
It was reported that the pump had cassette attached errors during pretest. There were no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
D4 and d7a: updated. D9 - date returned to MFR: 29-apr-2026. H3, h4 and h6 codes: updated. The suspect device was returned for evaluation. Review of the event history log revealed the entry cassette not attached properly. No service history was found within the past 12 months. Visual inspection showed no anomalies. Functional testing confirmed cassette attachment errors, thereby validating the complainant¿s allegation. The issue was resolved by replacing the downstream occlusion (dso) sensor and seal. Following repair, the device successfully passed all functional tests.